Manufacturer narrative:
(B)(4). Batch #t9462m. Investigation summary: the device was returned with the blade tip broken off and returned. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. No conclusion could be reached as to how this issue occurred. Additional information was requested and the following was received: did the generator display any error messages and if so what were they? I believe it showed a few error codes but the 1 reported was "replace device" did the devices pass the pre-test? Yes. Had the devices been working and then stopped? Yes.

Event description:
It was reported that during a myomectomy, two harh36 devices broke within five minutes of use. Although they passed the pre-test, the generator displayed a "replace instrument" alert screen for both devices. A third harh36 was used for the remainder of the procedure. There were no patient consequences.